Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent an explant due to an infection on an unknown date.

Manufacturer narrative:
A patient had an infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.